Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in an arteriovenous shunt in the moderately calcified posterior tibial artery. A 6.0x200x90-hybrid sterling balloon catheter was advanced for dilatation. However, during inflation, the balloon burst before reaching normal burst pressure (nbp). The procedure was completed with another of same device. There were no complications reported and patient was stable post procedure.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in an arteriovenous shunt in the moderately calcified posterior tibial artery. A 6.0x200x90-hybrid sterling balloon catheter was advanced for dilatation. However, during inflation, the balloon burst before reaching normal burst pressure (nbp). The procedure was completed with another of same device. There were no complications reported and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. Functional testing was performed by inflating the device to rated burst pressure and it was able to hold pressure. No other issues were identified during the product analysis.